Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151191.

Event description:
It was reported that the patient presented in clinic for lead revision lead. The physician elected to explant and replace the lead. The patient condition was unknown.